Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see the device coiled up, the distal end of the tubing is visible and the internal bolster is missing. The lot number was not legible in the photo. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history records for the lot number and subassembly lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc record for the lot involved was reviewed and indicated that there was no issue with the product in terms of tensile strength for the bolster to the feeding tube. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During placement of percutaneous endoscopic gastrostomy tube (peg) , the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported that about 1 month after the peg procedure was performed on the patient, the internal bumper of the feeding tube fell into the patient's gastrointestinal tract. Afterwards, the patient underwent endoscopic foreign object removal for the bumper removal. Although a section of the device did remain in the patient, it was eventually removed with a snare. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.